Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side from the threads to the cover. Corrosion was observed inside the battery compartment. The returned battery cap had stripped threads. The battery cap was unable to maintain an electrical connection. The reported ¿power¿ complaint was duplicated. The test battery cap was able to fit to maintain an electrical connection. During 24 hour testing, the pump emitted a replace battery alarm. The leak test failed with a battery compartment leak. The pump cover was removed to find no further evidence of moisture was observed on the printed circuit board or internal components. No damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture present and the pump was damaged. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.